Event description:
The customer observed a false positive alinity I high sensitive troponin result generated on an alinity I processing module for a 39-year-old male patient. Sid (B)(6) initial result = 87.75 ng/l. A new sample, sid (B)(6), was drawn generating a result <2.70 ng/l. Both samples were repeated and generated a result of <2.70 ng/l. The customer¿s reference range is 0-53 ng/l. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.